Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button intermittently defective. The root cause of the intermittently defective response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor's response buttons were not functional.